Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor issues and damage on the belt clip. The customer's blood glucose was unknown at the time of incident. The customer reported that the insulin pump had missing segments during self test but self test did pass. The insulin pump will be returned for analysis.